Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during an attempt to implant the ICD involved in this report, the physician observed that the set- screws of the ICD connector seemed partially screwed. It was necessary to unscrew the set-screws before inserting completely the lead tips. On pacing/sensing channel, it was possible but difficult only after several attempts and after unscrewing slightly the set-screws. Despite the set-screw was not completely screwed, the lead was stuck and could not be pull-out. However, the physician didn't feel a good and correct screwing thus he decided to replace the device and returned it for analysis.